Event description:
It was reported to medtronic minimed that the customer experienced repeated battery failed alarms and received a the customer received pump error 53 (software error detected) alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for the battery failed alarm, and the customer stated that the no battery compartment and the battery was damaged. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test and displacement test. No pump error 53, unexpected failed batt test or battery failed alert noted during testing. However, pump error 53 alarm (linenumber = 5632 ; filenumber = 2005) found in the pump history due to software error. The pump passed the active current measurement. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.